Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of thirty-five devices. Thirty-five needles were received. The visual inspection of ten needles noted that each needle remained in the loading position. The ten needles were loaded onto the pmv device. No difficulty was experienced in loading, unloading, or toggling the needles. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was not used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture.the product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure involving the stomach and small bowel. The needle was difficult to load and the suture kept popping off. The needle fell out of the device and into the patient's cavity. Everything was retrieved, no device fragment was left in the patient's cavity. Another device was opened, loaded, and used to correct the condition. The current status of the patient is normal.